Event description:
It was reported that during the use of the product, a medication cassette leaked medical fluid. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Event problem and evaluation codes: updated device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. 2 pictures were attached and reviewed, picture one shows a cassette in used conditions. Picture two show cassette housing with droplets in the housing wall. Unit received: 1 unit was returned for evaluation of the failure and picture by the customer was not provide it. Unit returned was received inside of a plastic bag which is not the original package and decontaminated. Visual inspection results: the sample don't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Functional testing results: no leaks were detected in the sample. Conclusions: based on the visual inspection and functional testing, the reported nonconformance is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.